Manufacturer narrative:
The initial reporter's zip code (B)(6): the investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer did troubleshoot the unit and the water didn't suction out. The patent says that when he put his finger on the tip of the tubing, he doesn't feel any suction. He will replace the kit.

Event description:
It was reported that the customer did troubleshoot the unit and the water didn't suction out. The patent says that when he put his finger on the tip of the tubing, he doesn't feel any suction. He will replace the kit.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.